Event description:
It was reported that the patient had a mass "several years ago" when he had a pump that contained morphine. The catheter was replaced, but the pump remained implanted and it took 2.0 - 2.5 years for the mass to decrease in size. It was further reported that the patient was paralyzed during this time and "had" to learn to walk again." Several attempts have been made to obtain information without success. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.